Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 28 mg/dl. The customer was treated with oral glucose and IV. Customer declined low blood glucose troubleshooting due to emergency medical service correcting it. Customer was in the hospital due to car accident not because of his blood glucose was low. The customer is able to perform the displacement test and result is no reservoir. The customer was advised pump is working as designed.